Event description:
It was reported that the pump battery would not charge, with a power source alert appearing in pump history. There was no reported impact to the customer¿s blood glucose level. Customer tried using tandem charging cable and wall adapter, left pump connected to a working outlet for an extended period, and also tried different wall adapters and charging cables, but charging did not resume. Technical support arranged pump replacement, confirmed shipping details, and provided replacement pump for continued insulin delivery.